Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was unknown. Reportedly, the customer attributed the low bg to receiving too much insulin due to the customer's pump settings. The customer declined to provide additional information and reported consulting with healthcare provider regarding adjusting the pump settings.